Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was further reported by an attorney that patient underwent recurrent hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported the patient also underwent an excision of three chronic abdominal wall abscesses and that despite local excision of sinus tracks and long term antibiotics, the infection was unable to be eradicated. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/25/2019.